Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump sustained a cracked screen after the user was pushed during play and fell, and the device continued to function with blood glucose reported in range; a replacement was arranged and education was provided on shutdown, data sync, return process, and that setup would be required on the replacement. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy reported at the time, with use of the existing ilet until insulin was depleted, subsequent transition to backup therapy as needed, and continued cgm use with a compatible application. Investigation included customer interview, troubleshooting, and logistical coordination for replacement and return. Investigation of this case revealed physical damage to the display consistent with accidental impact, with no reported alerts or malfunctions; the problem involved the pump enclosure/display component and was not associated with a device performance failure. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related accidental damage.